Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this transvenous defibrillation lead was hospitalized after experiencing syncope. It was noted that this patient had a 12 second pause in pacing. Patient isometrics and manipulations were performed, and the loss of capture could not be recreated. It was further noted that when the left ventricular (lv) lead was programmed off, good rv pacing and capture were observed. There was also a history of noise on the shock channel. All other lead measurements were noted to be normal. Technical services (ts) discussed the possibility of the two instances of previous noise could have been due to the mechanical interaction of a temporary pacing wire while the patient was hospitalized. Ts also discussed that it was unknown at this time what caused the reported asystole. Additional information was provided that the right ventricular (rv) sensitivity was decreased to least to avoid oversensing of atrial activity. No other adverse patient effects were reported.